Manufacturer narrative:
The reported event for quattro catheter (lot no 80871) was confirmed. A bonding leak was observed at the proximal end of medial 1 balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated / dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of medial 1 balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaints reported for the quattro catheter with lot no 80871.

Event description:
As reported, the user noticed empty saline bag during treatment. Suspected balloon rupture in quattro catheter (lot no 80871). The catheter was used to treat a (B)(6) year old male patient (height: 175 cm and weight: (B)(6) kg) who needed ivtm therapy for hypothermia. Catheter insertion was smooth on patients femoral vein and was done in a single attempt. The dwell time of the catheter was about 96 hours. The patient's temperature at the start of the ivtm therapy was 35.3°c, target temperature was 37.5 °c on max rate and the issue was noticed at 37.5°c. No other temperature management procedures were performed. No known impact or consequence to the patient.